Event description:
Consumer called to report that she received burns on her back from the heating pad. She did not mention seeking medical attention. Burns of this nature are often from laying on the heating pad, contrary to proper use instruction.